Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to metallosis wear debris; pain; fairly significant amount of yellowish fluid, slightly tinged with brown color, slightly cloudy; unusual sensations of mechanical; local tissue reaction; particulate debris synovitis throughout the capsule; corrosion and frets; marrow edema; large hole in the polyethylene with a brownish accumulation of local soft tissue reaction; some malfunction of the flexible osteotome equipment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to metallosis wear debris; pain; fairly significant amount of yellowish fluid, slightly tinged with brown color, slightly cloudy; unusual sensations of mechanical; local tissue reaction; particulate debris synovitis throughout the capsule; corrosion and frets; marrow edema; large hole in the polyethylene with a brownish accumulation of local soft tissue reaction; some malfunction of the flexible osteotome equipment. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.